Manufacturer narrative:
The reported events of stylet could not be removed, and lead damage were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin, crimp sleeve and cap were found pulled out from the connector assembly slightly stretching the inner coil consistent with procedural damage. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stylet¿s ptfe coating inside the inner coil at the connector region. The cause of lead damage was due to procedural damage.

Event description:
During the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. Due to a forceful removal, the lv lead became damaged. The lv lead was explanted and replaced. The patient was stable and will continue to be monitored.